Event description:
It was reported that the 9800 system could not use cine. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.